Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the laser beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 33,906 joules. Neither the patient nor the end user experienced any injuries as a result of this event. It was unknown whether the fiber tip was cleaned during the procedure. The procedure was completed with a second fiber.